Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation establishing a relationship between the report event and device. A visual inspection was performed on the exterior of product and showed the lid and chassis are damaged. Functional inspection was performed and showed the console passed all functional tests. Root cause was is determined to be contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that just before the staff started the surgery, they noticed that the console was damaged like it was dropped. The outer case was pushed in on one side and the seal was broken on the top of the outer case. The pump interface was lopsided as well. They tried to use the machine but it wouldn't pump. They used sharp instrumentation to do the surgery. There was no harm done to the patient.